Event description:
On (B)(6) 2012, the patient contacted animas stating for the past few days, the blood glucose (bg) meter read "hi" several times. No symptoms were noted. On (B)(6) 2012, the patient reportedly replaced his site and stated that he felt fine. The patient denied troubleshooting the pump. This complaint is being reported because the reported issue was not resolved during troubleshooting. It was unclear as to whether or not the device contributed to the reported event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.